Event description:
It has been reported that the needle 22x1 ll eclipse has been found blocked during use. The following has been provided by the initial reporter: needle quality deviation 25x17, lot 8199930, removed from the psi dispensary and at the time of application of the dipyrone drug showed total obstruction. Needle exchange required for drug administration.

Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer making it not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint. H3 other text : see h.10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the needle 22x1 ll eclipse has been found blocked during use. The following has been provided by the initial reporter: needle quality deviation 25x17, lot 8199930, removed from the psi dispensary and at the time of application of the dipyrone drug showed total obstruction. Needle exchange required for drug administration.